Event description:
A (B)(6) old male with history of recurrent diverticulitis (several times in the past 2 years) underwent laparoscopic sigmoidectomy on (B)(6) with colorectal anastomosis at the upper rectum using car27 device. Operative course was uneventful. On post-operative day 5 the pt was discharged from the hospital. On the same evening the pt developed sudden severe abdominal pain and fever. CT scan suggested anastomotic leak. The pt was emergently taken to the operating room. Anastomotic leak with disruption of the anterior part of the anastomosis was found, and the pt underwent hartmann's procedure. Following surgery the pt was transferred extubated to recovery. Fever resolved the next day and the pt is recovering.